Manufacturer narrative:
(B)(4). Date sent: 7/2/2021. H6: no device problem found (c19). A suture knotted on a device link was observed during the visual assessment. It is presumed that the suture was placed to facilitate in the extraction of the device. Overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. During the visual analysis of the device, tooling marks were found on the clasp beads. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. No further investigation will be conducted on this complaint as the device is found to meet the specifications. Overall, no analysis conclusions relevant to the patient experience were found.

Manufacturer narrative:
Pc-(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: for the lxmc17 (device that was explanted). What is the lot number for the linx device? Was ph testing performed prior to explant to confirm recurrent reflux? After implant, was the device initially effective in controlling reflux? When did the recurrent reflux begin?

Event description:
It was reported that a linx device was explanted due to gerd re-occurrence caused by their implant being too large (size 17). Device was removed on (B)(6) 2021 and replaced with a device that was three sizes smaller (size 14). A week to two weeks after the implant of the size 14 linx the patient had slight dysphagia which was resolved with an oral steroid. Original device was implanted on (B)(6) 2019 after a sleeve procedure due to gerd.